Event description:
Information was received that a smiths medical a patient decannulated and when the trach was taken out, it was found to have a fracture at the flange. The trach was replaced but while cleaning the replacement trach, it was found to have a similar flange fracture. No adverse patient effects were reported. No further information is available.